Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt585, (nanotite tapered certain® implant 5 x 8.5 - 15mm) for evaluation. Visual evaluation was performed. Product inspected and filed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2022060091. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060091 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: relocation into sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error/patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event could not be verified with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported sinus relocation at tooth site 27. One implant biomet 5 x 8.5 mm was placed in autologous bone. On (B)(6) 2024 when checking on implant's integration at tooth site 27 doctor noticed that implant is in the area of the sinus membrane surrounded by bone graft. On (B)(6) 2024 implant was removed and a new biomet nt585 was placed.